Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
Patient demographics unable to be obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during target market release (tmr) of hemosphere alta monitor, after being working correctly during all the case, this acumen iq cuff displayed systolic blood pressure value about 4 points different from the brachial cuff, at the end of the case. The map (mean arterial pressure) and dia (diastolic blood pressure) values matched and no error messages were displayed. The acumen iq cuff and the brachial cuff were located in different arms. The patient was not treated according to incorrect values. There was no allegation of patient injury. There will be no product return as this is a tmr.